Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with 350cc mentor smooth round moderate profile saline breast implant on the left, and an unspecified mentor saline breast implant on the right, experienced left-sided implant deflation and bilateral anisomastia postoperatively. Deflation was confirmed by CT scan, and bilateral grade 1 ptosis was confirmed by a physician. As a result, the patient underwent replacement with 560cc smooth mentor memorygel breast implant, catalog # smpx560, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021. This medwatch report is for the right-sided implant.